Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during the index procedure. An angiographic complication of dissection occurred during index procedure.

Manufacturer narrative:
(B)(4).